Event description:
On 2 separate occassions, the drain broke off into the pt and in both cases, the pt had to be reopened in order to remove the drain. In both cases the drain broke halfway between the bottom hub and the first set of holes. Customer does not feel comfortable releasing the samples and the quality control/risk management purposes is holding onto the drain. If the co would like to try to get the drain for testing, the co should contact risk management and see if they will release it.